Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The device was received for evaluation; the reported overheating was not confirmed during testing for the reported bent foot. Evaluation found the foot of the device was bent. The device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly overheating and the duraguard foot was found to be bent, which can cause damage to the dura. There was no patient involvement; no patient impact.